Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The mother states the doctor informed her the blood glucose and carb amounts are not being recorded on care link. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced.